Event description:
Administered medicine, rate set on med infusion pump at 2ml/hr. Medication should have infused in 30 min, was infused in 8 min. The patient did not recieve the medication this quickly, the medication was still in the IV tubing. Volume of med administered= 1ml, IV tubing= 1.1ml.